Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 80", "system fault 37", "pacer fault 116", "defib disabled", and "pacer disabled" messages. When using dc power the display was inverted. Complainant indicated that there was no patient involvement in the reported malfunction.